Event description:
Post lasik my cornea developed two areas that started to bulge. Diagnosis or reason for use: surgeon. Is the product compounded: no. Is the product over-the-counter: no. Lasik vision institute.